Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found the outer insulation had a breached depression. It was also noted that the proximal conductor was stretched and had blood/body fluid (not obstructed), the outer insulation had a cosmetic depression, there was blood in/on helix mechanism, a white substance was noted on the lead, and the lead was stretched.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.